Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump.

Manufacturer narrative:
The insulin pump was received with no motor error alarm during our testing and the motor passed motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. The insulin pump has cracked case at the display window corner, battery tube threads, reservoir tube and minor scratched display window.